Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported through doc matter that they have seen 1 burn associated with this technique but it was observed in a patient where the vein was incredibly superficial. To put it in perspective, we harvest over 1000 conduits annually so a very low risk we feel to mitigate bleeding, hematoma, infection, increased length of stay or readmission." As per hcp comment, no indication of extent of injury (burn) or any intervention.

Event description:
The hospital reported through doc matter that they have seen 1 burn associated with this technique but it was observed in a patient where the vein was incredibly superficial. To put it in perspective, we harvest over 1000 conduits annually so a very low risk we feel to mitigate bleeding, hematoma, infection, increased length of stay or readmission." As per hcp comment, no indication of extent of injury (burn) or any intervention. They stated that this incident was a few years ago when a pa was trying to harvest a superficial vein in the lower leg using a vasoview hemopro device. The patient suffered a small burn on his lower leg while the harvester was trying to seal a branch and accidentally made skin contact with the activated jaws. The burn was a superficial first degree burn almost the size of the hp jaws. There was blistering noted and was managed with a topical agent (silvadene). The patient did not sustain any other complications as a result of this issue. They believes that this was a user error and does not report any product malfunction that could have potentially lead to this incident.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: h3- if other provide code -explain corrected to "device not returned" analysis of production: (3331/213/67) no device was reported, therefore a lot history review is unavailable. Historical data analysis : (4109/213/67) a che query was not completed for the period of 20-mar-2020 to 02-feb-2022 as there was no specific product or lot # reported. Trend analysis: (4110/213/67) no complaint data is available as there was no specific product reported. Device not returned: (4114/67/3221) despite request and/ or customer indicated that the device would be returned; however, no device was returned.